Event description:
Patient was having a mandibular maxillary fixation and a 12mm screw broke in half during insertion in the left mandible. The part of the screw inserted into the patient could not to be removed, so another screw was inserted to complete the procedure.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no further information was provided. A metallurgical examination can not be performed. Based on the available information, the root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. (B)(4): device not returned.